Event description:
A report was received that the patient was explanted due to infection. The symptoms were redness and swelling at the ipg and lead sites. The physician does not believe that the infection was device or procedure related. The patient was prescribed oral antibiotics and is reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to infection. The symptoms were redness and swelling at the ipg and lead sites. The physician does not believe that the infection was device or procedure related. The patient was prescribed oral antibiotics and is reportedly doing well following the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70, serial #s (B)(4), description: linear st lead, 70cm.

Manufacturer narrative:
The ipg passed the visual inspection and performance tests. The leads were intact and no parts of them were missing. A review of the manufacturing documentation found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.